Event description:
It was reported that there was an IV necessary for the pt to get their medications. There was a fracture in the line and there were concerns with the line type of line before. The customer is not sure if the faulty line or from excessive force when flushing. The pt stated the nurse had used force to flush that caused her pain in the arm following.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewg1497 showed no other similar product complaint(s) from this lot number.